Manufacturer narrative:
The information related to serial number was incorrect in the initial report. The correct information has been provided in section with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019, with unknown blood glucose level. The customer was treated with saline bag. It was unknown if the customer was using auto mode or not. The insulin pump will not be returned for analysis.